Manufacturer narrative:
Skin infections may manifest as inflammation, oedema and pain and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products.

Event description:
This adverse event occurred outside the USA, in spain (B)(6). On 14-mar-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with a total of 2,4ml rha 4 in the nasolabial folds, cheeks and marionette lines using the bolus and retrograde injection techniques and a cannula 25g/50mm. The same day, the patient received botox (area not specified). On (B)(6) 2025, the patient had a botox touch-up and experienced some bruises (area not specified). On (B)(6) 2025, the patient went to the emergency room due to an unilateral oedema/inflammation in the left side of the face and received corticosteroids treatment (prednisone). On (B)(6) 2025, the injector assessed oedema with tenderness on palpation on the left side of the face. The patient had a medical history of: penicillin allergy non-steroidal anti-inflammatory medication intake (enantyum): reason of this treatment not specified. Considering the intensity of the swelling on the picture provided, this case was deemed reportable. On (B)(6) 2025, we were informed that the patient went back to the emergency room, analyses were performed and an infection was diagnosed. Despite the penicillin allergy reported by the patient, penicillin and prednisone were prescribed (telling her not to go above 30 mg for 7 days). At this time only "a mild swelling remained" and the injector planned to remove the filler in the next few days. Despite several reminders no furhter information was received, therefore this cases was considered closed.